Event description:
A consumer had essure inserted for permanent birth control. Six months to 1 year post implant, she started developing thyroid problems, weight gain, depression; severe pelvic pain, pain with sex, poly-cystic ovary syndrome, irregular menstrual cycle, severe back pain, hair loss, joint pain, cholecystectomy due to gallstones, ibs (irritable-bowel syndrome), floaters in eyes, day/night sweats, insomnia, ptsd (post trauma stress disorder), discharge, fatigue, loss of energy, mood swings, enlarged uterus. Prior to undergoing a hysterectomy, she was diagnosed with pcos in (B)(6) 2012. Consumer underwent a laparoscopic hysterectomy due to "pelvic pain" with removal of uterus, cervix, ovaries and tubes on (B)(6) 2013. Consumer reported all symptoms (not specified) subsided within one week after surgery. At time of this report, consumer was still being treated with a generic form of synthroid for her thyroid disease.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs